Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the temperature on the blood parameter monitor (bpm) was not stable even when the patient temperature was stable. Normal temperature mode was reading correctly. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR number 1828100-2014-00404.